Event description:
According to the sales rep (B)(4), a pt contacted her because she had had a previous spine surgery on (B)(6) 2011, and according to her last visit to the doctor on (B)(6), two of the screws that were implanted in that time were broken. She felt some kind of pain and because of that, she visited the doctor.

Manufacturer narrative:
The product associated with the incident remains implanted, and no product inspection or metallurgical study was possible to evaluate the failure mode. Given the lack of info available at this time no formal conclusion can be drawn. Should the device be explanted add'l info will be made available and will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.